Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia vaginal scarring, shortened vagina, weight gain, vaginal irritation and inflammation, granulation tissue, pelvic floor therapy, weekly rectal physiotherapy, additional removal surgery, fatigue, difficulty participating in physical activity and emotional distress. It was reported that patient underwent mesh revision and removal on (B)(6) 2010 due to mesh erosion, pain, and pain with intercourse. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.